Manufacturer narrative:
The returned device was evaluated and inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The exposed portion of the soft cannula was observed to bent, however, the timing and cause of the damage could not be determined. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 400 mg/dl. In addition the pod was leaking during wear. As treatment, the patient applied a new pod.